Event description:
It was reported that the patient needs to have their ipg replaced. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine the reason for surgery.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
Additional information indicates this device was not at fault; therefore, it is no longer considered reportable.